Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 225cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by a physical exam. A possible bilateral replacement was reported, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the DHR review, the manufacturing date of the device were made available. The manufacturing date is 06/01/2008, but the reported date of implant is (B)(6) 2006. The dates will be reported as is, but if additional information is received in the future, a follow-up report will be submitted manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/30/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/30/2018, mentor received the following information about the event: it was originally reported that the implant that deflated was the patient¿s right implant which was a mentor smooth round moderate profile 225cc saline breast prosthesis, catalog #3501630, serial #(B)(4). New information states that this was the patient¿s left breast prosthesis (the concomitant product). There was no reported issue with the left breast prosthesis. New information states that the right deflated implant was actually a mentor smooth round moderate profile 225cc saline breast prosthesis, catalog #3501630, serial #(B)(4). The patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that the suspect medical device is a mentor smooth round moderate profile 225cc saline breast prosthesis, catalog #3501630, lot #5539890. However, the device received by mentor is a mentor smooth round moderate profile saline breast prosthesis, catalog #3501630, lot #5542794. Multiple attempts have been made by mentor to obtain clarification for the lot numbers, but none has been received. Since the report product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As a result, we are closing this investigation. If wrong product clarification is received at a later date, within the lab product retention period, we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).